Event description:
The following was reported to agilent technologies: during testing, the unit gave "low battery" and "leads off" messages and turned off. The customer tried new batteries, but that didn't help.